Event description:
This 76 year old female had a 912/16 (d) lens implanted in her left eye in 1999. After surgery, she was fine. The physician indicated that after the implant, her far vision was fine, however, her near vision could be improved. The calculations on the eye may not have been accurate. She was very nearsided prior to the implant. This lens was explanted in 1999 and a 18.5 diopter lens was implanted. As of 30 jun 99, the pt was doing well.